Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, loss of capture was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced. It was noted that myocardium was found in the helix. The patient was stable.